Event description:
It was reported that the alarm rings all the time. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 12/11/2015. The investigation included: methods: evaluation of actual device. Review device history records. Review of complaints history. Results: the customer complaint incident ¿alarm rings all the time¿ was verified and duplicated. Customer complaint was confirmed. DHR review was completed for cam01 monitor serial number (B)(4), work order (B)(4) to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: jan-2013. All results of the functionality tests were recorded as within specifications prior cam01 monitor been released. The DHR review has been deemed satisfactory. A minimum of 12 month review of cam01 monitor customer complaints was completed in trackwise® using the following key words ¿unit not working¿ in the search criteria. The quantity of complaints over the 12 month period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures or 1 complaint in every (B)(4) procedures. Conclusion: the failure analysis investigation has concluded the root cause of the cam01 monitor alarming was due to the monitor not being connected to the mains power supply while the battery was out of charge which resulted in the cam01 monitor not having enough power to perform its intended function. Since the monitor was functioning correctly by alarming the user of the low battery, this failure can be concluded due to poor maintenance of the monitor by the user.